Event description:
After the pocket was closed for device change out, dft testing failed. When the pocket was reopened the physician noted that the df-1 pins were reversed. The pins were corrected and the physician was able to successfully induce and convert. The lead remains implanted.

Manufacturer narrative:
Na